Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'cassette not attached properly' alarm. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. No relevant service history was found within the review period. The review of the event history log found multiple high alarms displayed ¿cassette not attached¿. The reported problem was confirmed by the downstream occlusion (dso) sensor test. The root cause of the issue was that the dso sensor was bad. The dso sensor was replaced and calibrated. The device then passed all validation tests and software was updated.